Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had got urinary tract infection and also stated that the patient did not get the foley catheters from liberator medical service. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. However a potential root cause for this failure mode could be due to hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews. Correction: b, e, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection. It was stated that the patient did not get the foley catheters from the liberator medical service. It was unknown whether the device contributed to the urinary tract infection and medical intervention was unknown.